Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy hadn't helped at all; whereas with the trial had immediate results and worked 150%. The patient said that they drive a big tractor trailer which they did during the trial and said that the trial worked. The patient said that they had been in contact with a local medtronic representative, about this issue since about a couple of weeks after implant, said mainly texts the rep when needed to explain steps. The rep will call the patient, which has occurred only a couple of times. The patient said that they had about a couple of appointments with the managing doctor and rep to discuss the situation. The patient said that their doctor does things differently and suggested trying botox treatments. The patient said that the rep was going to consult and research option of moving lead to the other side; however, it has been about two weeks and the rep hadn't respond to messages. The patient said hadn't used therapy for two months and was frustrated with the situation. An email was sent to the representative, in which the lack of symptom improvement since a couple weeks post implant was noted.. The patient was directed to charge up external devices as well as implant. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was having symptom control throughout the day, but having issues at night. They did troubleshooting to change programs over the phone throughout (B)(6) and they had met with the implanting physician multiple times for their continued nocturia. The patient had expectations that the implant would cure their nocturia, which prompted the rep to re-educate about the therapy multiple times. They saw the patient in office with the physician and checked impedances, which were normal. They added custom programs for the patient to try. They reported that none of the programs worked for their nocturia. The patient felt all of the programs in the proper location. The surgeon suggested lead revision, which the patient then asked the rep about, the rep shared with the patient that they were feeling stim in the correct area and they could not guarantee that moving the lead would change their outcome if the nocturia was not due to nerve dysfunction. Daytime symptoms were controlled. The device helped the nocturia >50% for 1-2 days during the 5 day trial. They were still working with the physician to determine the best course of action with regard to that symptom. The most likely cause is that the nocturia is not due to a nerve dysfunction. It was noted this issue was ongoing, they were going to see multiple urologists for second opinions with regard to nocturia. As of now there were no other interventions planned/taken, but there was a potential for the patient to get a lead revision. Additional information was received from the patient. They reported that they continue to experience lack of therapeutic effect despite trying about 30 different programs. The doctor had given up on the interstim therapy and wants to treat the patient with botox instead. The rep had helped the patient change programs multiple times. Recommended patient discuss their concerns and possible interventions with managing physician and emailed field staff. On (B)(6) 2021, the patient reported that the temporary (trial) device worked great and the patient went from using the bathroom 10 times at night to 3. When the permanent device was put in with the 30 different programs they had not received any results at all and at times it had gotten worse. The patient wrote that they could hardly believe that nothing was wrong considering the temporary device worked great, but the permanent device was not working at all (zero percent). They had scheduled surgery to take it out in (B)(6) but wanted to make sure 100 percent that it will not work. They